Event description:
At an unspecified time, line a of the pump was programmed to deliver normal saline. No specific programming parametrs were provided. At 1200, line b was programmed in the concurrent mode to deliver 10meq/50ml of kci at a rate of 50ml/hr. The nurse reported that the pump "beeped after approximately 20 minutes and the kci was empty." The patient complained of a "burning sensation" at the IV site. Reportedly no medical interventions were required. Though requested, no additional information was provided.